Event description:
Patient underwent an image guided procedure-CT guided fna/biopsy left lung upper lobe; indication: fdg avid nodule. Left upper lobe lung nodule. Post procedure chest x-ray show 2 tiny fragments at medial border of the nodule. FDA safety report ID # (B)(4).